Event description:
The account ran a pediatric sample in a sample cup on the architect c8000 analyzer and the sodium and chloride results were elevated. The sodium was 178.5 mmol/l and the chloride was 142 mmol/l. A repeat run was ordered from the same cup and the results were the same. The results were reported and questioned. The sample was repeated again approximately 1.5 hours later with a sodium result of 145.8 mmol/l and a chloride result of 115 mmol/l generated. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). During troubleshooting with the customer the customer technical advocate (cta) asked the customer if any clots were observed in the patient sample. When the customer checked the sample cup after receiving the low results, the sample cup appeared empty. No error generated from the low volume of the sample in the sample cup had been generated. A field service representative (fsr) was dispatched to the customer site. The fsr replaced and recalibrated the sample probe as a precaution. The fsr verified the correct alignment of the sample probe to the robotic sample handler (rsh). The sample probe crash alignment was also run and passed. Controls and samples were processed without any errors generated. Data logs were received and reviewed. The result log provided did not include the date of the erratic result. The assay parameter log revealed that the ict serum assays were configured according to the architect ict package insert. The calibration logs were reviewed and were acceptable. The message history log revealed that on (B)(6) 2008 (the day of the event) the first ict calibration was performed with two error codes generated. Error code 1156: calibration failure, slope outside of defined range was generated along with error code 3375: unable to process test, aspiration error. The pressure monitor, sample activity, and liquid level sense logs were not utilized in the review as the dates provided did not cover the time period of the event. A review of the complaint history for the architect analyzer (B)(4) was performed and no other complaints related to this issue were found. A probable cause of the elevated results is inadequate sample volume or the presence of fibrin or clots; however without the data from the pressure monitoring log this cause could not be confirmed. This is the final report.